Event description:
I started using fixodent for approx 14 years shortly after having my upper teeth removed on (B)(6) 1997 during the summer. I've tried to use other adhesives, I found poligrip to be the best in holding my dentures in. Approx two weeks of using poligrip, I was experiencing open sores on the corner of my lips, which were very painful to open my mouth to eat food. I did not think the poligrip was the problem until I was experiencing swollen legs. My thighs would also feel like burning and tender with pain. I would need to stand up and circulate my blood. My primary care doctor said, I had neuropathy in both legs. In which was permanently damaged for the rest of my life. Upper strip once a day. Denture cream once daily.